Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The devices machine flow sensor was observed to be damaged. The device's machine flow sensor was replaced to address the issue.